Manufacturer narrative:
(B)(4). Concomitant medical products: reinforced yoke, catalog# 150493, lot# 851290; oss axle, catalog# 150480, lot# 274470; oss poly femoral bushings, catalog# 150477, lot# 531020; oss poly tibial bushing, catalog# 150476, lot# 443300; oss poly lock pin, catalog# 150478, lot# 919650. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 02207, 0001825034 - 2017 - 02208, 0001825034 - 2017 - 02210, 0001825034 - 2017 - 02211, 0001825034 - 2017 - 02212, 0001825034 - 2017 - 02213.

Event description:
It was reported that patient had a washout procedure. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.